Event description:
A patient was intubated with a portex 2.5mm endotracheal tube without any reported concerns. A sherwood 5 french suction catheter was passed through the tube with reported slight difficulty. Upon removal, a piece of the suction catheter allegedly broke off inside the endotracheal tube. The patient reportedly experienced a drop in oxygen saturation to less than 60% with bradycardia around 90. There were no further complications known after removal of the catheter piece.